Event description:
It was reported that the right ventricular (rv) lead caused diaphragmatic stimulation when the patient ways lying down on their back . The lead remains in use and a lead revision is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.